Event description:
The recipient is reportedly experiencing a loss of lock. External equipment was exchanged, however, the issue did not resolve. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experienced intermittency for three months followed by loss of lock. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The external visual inspection revealed sliced silicone on the top and bottom covers and the antenna, as well as the fantail region. In addition, the electrode was severed. These anomalies are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical test performed. The device failed the residual gas analysis test. This device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis data, it is determine that this device was non-hermetic. A corrective action was implemented. Feedthru assemblies from this vendor are no longer used. This version of the 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.